Event description:
It was reported, extreme difficulty advancing introducer sheath from PICC kit. Unable to completely advance introducer sheath into vessel on bunched up under skin. Different lot used and able to advance with some difficulty however able to use product from different lots. Had to abort using bd product and drop an arrow introducer. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting the microintroducer is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer. Light use residue was observed within the dilator. A slight bend was observed in the overall dilator/sheath assembly. Microscopic inspection of the microintroducer revealed the transition between the sheath and dilator appeared uneven. Clinical conditions such as attempted insertion at a sharp angle or through a too-small incision may have contributed to difficulty inserting the microintroducer. Therefore, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, extreme difficulty advancing introducer sheath from PICC kit. Unable to completely advance introducer sheath into vessel on bunched up under skin. Different lot used and able to advance with some difficulty however able to use product from different lots. Had to abort using bd product and drop an arrow introducer. No other information was provided.